Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: snap-in of handle defective. Device history records (DHR): normed (B)(4) is a medical device company located in (B)(4). Normed maintains a quality management system for design, manufacture and final inspection of the respective devices /device categories in accordance with mdd annex ii and which fulfils the requirements of iso (B)(4). During the final inspection of products at normed, the inspection of each batch was performed according to established inspection plans. Only if all inspection characteristics passed the final inspection, the release to market was granted and the products were transferred from the quarantine area to the warehouse. If a nonconformity was detected the affected parts were either reworked, scrapped or ¿ if possible ¿ a concession was granted. Therefore it can be concluded that the released components met all requirements to perform as intended. Event summary: it was reported that the handle is defective and does not lock anymore. No medical data such as surgical notes or any other case-relevant documents received. Devices analysis visual examination: the handle has been returned for an investigation. The lot is 269a12 which means that is has been manufactured in the first quarter of 2012. The handle of the instrument is made from canevasit. Functional test: a functional test was performed by the trauma development department using the returned handle and blades of ref 503004355 and 503004356. The reported event could be recreated, the snap-in mechanism is defective. In comparison to another handle from the same ref but lot 269d14 it seemed like the snap-in mechanism cannot be compressed completely anymore. Root cause analysis: root cause determination using rmw: breakage of instrument due to inadequate design for intended performance. Not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. Device not ready to be used due to chemical / galvanic / crevice corrosion of material, discoloration. Not possible -> visual examination does not show any signs of corrosion. Inappropriate processing, preparation due to wrong maintenance => possible, as it cannot be excluded based on the available information. Deterioration in function due to wrong maintenance => possible, as it cannot be excluded based on the available information. Line r-3.2.1: malfunction, insufficient device performance or durability due to users disregard of manufacturers recommendation use error (slips,lapses, mistakes, reasonably foreseeable misuse) abnormal use beyond risk control => possible, as it cannot be excluded based on the available information. Dysfunctionality / malfunction of defective devices and instruments due to mishandling of device by user => possible, as it cannot be excluded based on the available information. Conclusion summary: the screwdriver handle has been returned for an investigation. It can be confirmed that the snap-in mechanism is defective. The instrument was manufactured in 2012 and the handle of the instrument is manufactured from canevasit and therefore an old design. Moreover it cannot be excluded that the instrument fell to the ground or got damaged during transportation. However, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4) .

Manufacturer narrative:
The manufacturer did not receive the device for investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that a snap-in of the rotary blade in a normed screw driver handle is no longer possible. The screwdriver has been used up to 7 times. It was detected after sterilization, no patient was involved.